Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient experienced bleeding at the impella access site. It was reported that the patient had a very strong and frequent cough which caused him to bear down and increase bleeding at the site. The following was performed to stop the bleeding: manual pressure, an external patch device was attempted, heavy forward tension sutures, the blue portion was removed from the skin, angle matching, lidocaine/epinephrine injection; femstop, and sutured dressing, additionally, heparin was withheld. The bleeding stopped and no additional issues were reported.